Manufacturer narrative:
Concomitant medical products: (B)(4) lead; implant date: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was oversensing. Noise was also suspected on the rv lead. The lead remains in use. No patient complications have been reported as a result of this event.